Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports the catheter fell out of the patient. The catheter was placed on (B)(6) 2009 and it was replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.